Event description:
A malfunction occurred on the pump and was reported by the customer. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if any further issues arise.